Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / pages 33: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient applied the pod and upon activation, the needle did not deploy and the pink slide did not move forward; indicating a needle mechanism failure. The pod was worn for less than one minute and was removed due to the needle mechanism failure. The patient's blood glucose levels were 198 mg/dl.